Event description:
It was reported that approximately 5 months following the implant of a transcatheter valve, and aortic dissection was observed that originated from the top of the transcatheter valve. Subsequently, the transcatheter valve was explanted. Surgical repair was performed to address the dissection and a non-medtronic surgical aortic valve was implanted. Additional information was received indicating that the patient passed away 2 days after the dissection was observed. The cause of the dissection is unknown. Per the physician, the valve did not contribute to the dissection. It is unknown whether the procedure contributed to the dissection. Per the physician, there was nothing in terms of patient anatomy that contributed to the dissection.

Manufacturer narrative:
Updated data: b2. B3. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months following the implant of a transcatheter valve, and aortic dissection was observed that originated from the top of the transcatheter valve. Subsequently, the transcatheter valve was explanted. Surgical repair was performed to address the dissection and a non-medtronic surgical aortic valve was implanted.